Event description:
It was reported that during the implant procedure, the pulse generator setscrew would not tighten. After securing the lead into the header, the setscrew was also unable to accept the hex wrench. The physician suspected the silicone from the setscrew became lodged into the pulse generator header. The silicone was removed and the setscrew was successfully tightened. The device was explanted on (B)(4)2014 during a device upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the setscrew could not be retracted, as the ventricular hex inset was entirely stripped. The reason for stripped hex inset could not be determined.